Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, and investigation on the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
A bio-med reported that the cassette and blue safety pin broke during treatment. New supplies were used to reset up and complete the treatment successfully. Upon follow up with one of the nurses in the clinic it could not be confirmed if a fluid leak had occurred. The nurse stated that the patient did not experience any adverse events as a result of this incident. However, the patient was prescribed antibiotics (gentamycin and vancomycin) as prophylactic. According to the nurse, the patient had experienced a rash from the use of antibiotics which was considered resolved in a couple of days. The cassette/tubing set in question was discarded. Although a fluid leak was not confirmed, an MDR will be filed for this malfunction as a precaution, as it is considered that a fluid leak is highly likely to occur if the cassette or blue pin would break during treatment.